Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported that the patient was refilled on (B)(6) 2013. They were supposed to have between five and six milliliters, but they pulled out about 0.2 ml. It was unknown if there was a history of volume discrepancies. It was not known if the patient was accessing their own pump, if a partial pocket fill had occurred, or if the pump had overinfused. The medication used within the system was unknown. It was later reported that "they were not in the port." The patient was put under fluoroscopy, and their healthcare provider was able to pull "exactly the correct amount out of the pump." The patient's pump was refilled. There were no other issues to report at that time.